Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000475. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not turn on. There was no patient involvement.